Manufacturer narrative:
Investigation summary: no further information available at this time. Bd was not able to duplicate or confirm the customer¿s indicated failure as no sample, batch, or lot code was provided. This complaint will be entered into the complaint management system and will be tracked & trended for future occurrences. The complaint was deemed as MDR reportable therefore a submission will be performed. Shall a sample or lot number become available, the complaint will be re-opened and an investigation will take place. This complaint will be closed at this time. A device history record could not be completed as no lot number was received. Investigation conclusion: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that a crack was noticed in the bd nexiva¿ closed IV catheter system tubing after flushing the catheter and noticing fluid on the tube. The following information was provided by the initial reporter: "rn after piv initiated nurse flushed catheter with nd and notice fluid on the tube, closer inspection revealed crack in the nexiva tubing."